Manufacturer narrative:
Film evaluation summary: the exact cause of the inaccurate delivery of the endurant aortic cuff which led to unintentional coverage of the right renal, and residual proximal type I endoleak after implant of the cuff and endoanchors could not be conclusively determined from the post-implant 3d recon report and three still angio images provided. The acute angulation in the aortic neck may have contributed to the inaccurate delivery of the aortic cuff which led to unintentional coverage of the right renal and the residual proximal type I endoleak after implant of the aortic cuff and endoanchors. The pre-implant anatomy information, films at implant, earlier post-implant films, and additional films during the secondary intervention were not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 60 mm x 48 mm in diameter abdominal aortic aneurysm. It was reported that a CT revealed that the endurant ii stent graft had a proximal type I endoleak. The physician elected not to treat the patient and elected to transfer the patient to another facility. An angiogram confirmed that the endurant ii stent graft had a proximal type I endoleak. The physician elected to implant a 36x36x49 endurant aortic cuff. After deployment and ballooning an angiogram revealed that the right renal artery was unintentionally covered 99% by the aortic cuff. The proximal type I endoleak was still present. Another manufacturer¿s stent was able to be successfully implanted in the right renal artery. The physician then proceeded to implant seven aptus endoanchors on the left lateral/posterior side of the aortic cuff. An angiogram revealed that the proximal type I endoleak persisted but was greatly reduced and the procedure was completed. Per the physician the cause of the unintentional vessel occlusion was due to the table moving while the aortic cuff was being deployed. Per the physician the cause of the proximal type I endoleak was due to disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.